Event description:
Analysis of the returned device found that the coil had broken off the delivery wire near the main junction. There was no patient involvement.

Event description:
Analysis of the returned device found that the coil had broken off the delivery wire near the main junction. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the proximal end of the main coil broke off the delivery wire near the main junction. The main coil was not returned. The delivery wire was kinked at 67cm from the proximal end and the proximal contact was detached. From the information provided and the investigation results the device breakage was most likely related to the manner the device was handled during preparation. Therefore, a root cause of handling damage has been assigned to the event.